Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 3/9/2020. D4: batch # t5ee1a. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: the surgeon did not use forceps when he tried to open the jaw. The patient was not specific case and the surgeon used the device as usual. The surgeon did not know why the jaw was not opened.

Event description:
It was reported that during a semi-open pneumonectomy, the jaws did not open after the 2nd firing on the pulmonary artery. The knife reverse switch and the manual override lever did not function. The jaws eventually opened, though the surgeon did not remember how they did it. The deployed staples were formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.